Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia. The customer low blood glucose level was 32 mg/dl. The customer was treated with insulin pump for the low blood glucose. The customer was assisted with troubleshooting. The device will be returned for analysis.